Manufacturer narrative:
(B)(4). The device was returned for evaluation and the reported leak from the side of the cannula was confirmed. During functional testing, a leak was found at the overmold and the wire-reinforced tubing connection of the cannula. There was no visual damage, contamination or pertinent abnormality found on the device. Manufacturing records were unable to be reviewed as the lot number was unavailable. A manufacturing related issue was not identified. Based on the information received, a definitive root cause could not be determined. The compliant trend was assessed and found to be in control. No further action is required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation is pending. A supplemental MDR will be filed when the evaluation is complete. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following contraindication for use: "femoral access cannulae are contraindicated for long-term use (greater than 6 hours), including extra corporeal membrane oxygenation (ECMO) procedures". The IFU also guides in the warning and precautions section, ¿this device is intended for short-term use only (less than or equal to 6 hours).¿

Event description:
Edwards received information that a leak was noticed from the side of a cannula after 24 hours of usage during extra corporeal membrane oxygenation (ECMO) for an infant patient. The cannula was placed on (B)(6) 2015 and then changed on (B)(6) 2015 when the leak was noticed. Patient was reported to be stable with no negative outcome.